Event description:
It was reported to philips healthcare that a procedure, heartstart xl internal paddles failed. The procedure was completed by using the pediatric paddles which did not result in patient impact due to the patient's small stature.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.